Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed a kink in the imaging window assembly in the distal end. A damaged (open hole) was found in the imaging window kink section. There was no damage observed on the distal tip or guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. The device was flush and a leak was observed at the kink on the imaging window section. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on investigation completed on 25-mar-2018. It was reported that the catheter was unable to pass through the tuohey and unable to flush occurred. The target lesion was located in the left heart. An opticross¿ imaging catheter was selected for use. During left heart catheterization, it was noted that the catheter would not pass through the tuohey. The opticross¿ imaging catheter was then removed and flushing was performed; however, it would not flush. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and patient's status is fine. However, device analysis revealed a damaged (open hole) in the imaging window kink section.